Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vticmo13.2, -18.00/1.0/094 (sphere/cylinder/axis), implantable collamer lens got stuck in the cartridge or injection system and tore/broke during injection/delivery into the eye. The lens was implanted and removed intraoperatively. On (B)(6) 2022, a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
Corrected data: b5 - it was additionally reported that anterior chamber irrigation/evacuation of visco fluids was performed. - this should have been included. Claim#: (B)(4).